Event description:
The patient reported that their device had a "battery defect." Follow-up received from the clinic revealed that the patient did not report any device defect or issues to the physician's office and there does not appear to be an issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.